Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Investigation summary: it was reported the customer received defective product. To aid in the investigation, four photos were provided for evaluation by our quality team. One photo shows a shelf box with the top flaps removed. The next photo shows a packaging blister with a needle assembly in it. The third photo shows a packaging blister top web. The final photo shows a needle assembly with the plastic shield out of the packaging blister. This photo shows a dark colored speck of foreign matter. From the photo, it is not possible to confirm what type of foreign matter the speck is. No other defects or imperfections were observed. A device history record review was completed for provided material number 305196, lot number 1273773. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but without the physical sample analysis a probable root cause could not be offered. . Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle experienced unknown defect. The following information was provided by the initial reporter: please see attached photos for product complaint.